Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. After receiving information from technical support, the customer successfully reset the pump and was able to continue using it without any further issues. The customer was advised to call back if the malfunction code recurred, which did not happen.